Manufacturer narrative:
The user reported experiencing discrepancies between blood glucose (bg) and sensor glucose (sg) readings. The case was escalated for further review. Review of available data in the data management system identified patterns consistent with calibrations entered using estimated values rather than true fingerstick blood glucose measurements. The user was educated that only fingerstick blood glucose meter values should be used for calibration. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care recommended that the user perform the update. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and addresses potential calibration misalignment. The user successfully located and completed the firmware upgrade and associated next steps. Subsequent monitoring showed that calibrations entered after completion of the firmware update aligned well with sg values. The user was advised to continue using the system as instructed and to calibrate when prompted. Per data management system review, the system was current with active use at the time of complaint closure.

Manufacturer narrative:
The user reported experiencing discrepancies between blood glucose (bg) and sensor glucose (sg) readings. The case was escalated for further review. Data review suggested that the timing of calibrations may not have been optimal, which may contribute to the lag. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care recommended that the user perform the update. System reinitialization occurs as part of the upgrade process, which clears the calibration buffer and addresses potential calibration misalignment. The user successfully located and completed the firmware upgrade and associated next steps. Subsequent monitoring showed that calibrations entered after completion of the firmware update aligned well with sg values. The user was advised to continue using the system as instructed and to calibrate when prompted. Per data management system review, the system was current with active use at the time of complaint closure.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.